Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78879-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device compared to an unspecified reading obtained on the built-in precision meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer was asymptomatic, but received non-healthcare professional administration of sugar for treatment. There was no report of death or permanent impairment associated with this event. Higher adc device readings of 200 and 300 mg/dl were compared to built-in precision meter readings of 70 and 29 mg/dl respectively, after 8 days of wear. The results, when plotted on a parkes error grid, fall into the d and e zones respectively, showing the difference in values to be clinically significant. It is unknown when these comparison readings were obtained in relation to the reported adverse event.